Event description:
Information received from the healthcare professional (hcp) reported that the patient's implantable neurostimulator (ins) was not working. The patient had attempted to charge the ins but it wasn't working. The hcp was treating the patient with "e-stim" for pain they were having which was ongoing but had gotten worse in the last couple of months. The indications for use for the implanted device were noted as non-malignant pain, failed back surgery syndrome, and radicular pain syndrome (radiculopathies). There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the patient reported that the ins battery failed and was unable to recharge. The patient was working with the pain management doctor (who had implanted the device) to get the device replaced. The hcp stated that the cause of the issue was unknown to them. It additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.